Event description:
It was reported that the customer went to the hosp due to hyperglycemia, but while waiting to be admitted into the emergency room her blood glucose dropped to 38 mg/dl. Subsequently, the customer was hospitalized due to hypoglycemia. Troubleshooting was performed. The insulin pump was reading the reservoir volume correctly. The total amount of basal and bolus delivery did not correspond with what was recorded in the history files. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.